Manufacturer narrative:
This report is being submitted as follow up no. 1 to update evaluation by MFR section, and to provide the completed investigation results. One used 6fr angio-seal vip device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly. No other accessory components were returned apart from the arteriotomy locator. Visual inspection revealed that the arteriotomy locator was kinked at the blood inlet holes. The carrier tube assembly was found to be mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. The sheath and carrier tube assembly were cut in the proximal portion and all the components of the device were returned. The anchor and collagen were still connected to the suture and the collagen was exposed to a blood like substance. No other visual anomalies were noted with the device. Functional testing was not possible due to the mutilated state of the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that there was obstruction to the anchor posting to the distal tip. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported during removal of the angio-seal device, they did not feel a resistance and the complete device was moved out. The anchor and collagen were in the angio-seal sheath. The sheath was cut down to check if something was left in the patient. Manual compression was done without issue. There was no harm to the patient. Additional information was received on 14nov2019. The type of procedure being performed was a percutaneous transluminal angioplasty (pta). A 6fr procedural sheath was used. A pre-deployment angiogram was performed. The patient's condition was stable. The estimated blood loss was less than 250 cc. It was a left femoral artery puncture. Bleeding occurred in the procedure room. Manual compression was applied for ten minutes. There were no patient consequences, the patient was in stable condition.